Manufacturer narrative:
No parts have been returned for analysis. The representative noted that she has been unable to replicate the issue due to it being an intermittent issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode placement. It was reported that the site's camera cart intermittently was malfunctioning. The screen would go black then a network connection box would pop up. The system would then recover. There was no reported impact to patient outcome and a reported delay of less than one hour.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware and software passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.